Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left circumflex (dlcx) coronary artery with mild calcification, no tortuosity and 75% stenosis. After pre-dilate the lesion for 5 seconds with a 3.0x15mm nc trek neo balloon dilatation catheter (bdc) a rupture occurred in the first inflation at 14 atmospheres. The stent delivery system (sds) was used to performed an additional dilatation and complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.